Manufacturer narrative:
Product complaint # (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were prescription steroids administered? Were antibiotics prescribed? If yes, please provide medication name, route and dose. Was medical or surgical intervention provided? If yes, please describe. Were there signs or symptoms of infection prior to the procedure? Were cultures performed? If yes, results? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ 275 g/m . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a trauma procedure on (B)(6) 2022 and suture was used. The patient was given suture and bandage for treatment. The suture broke when it was tightened to sew during the surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested